Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unit was received with broken battery tube threads and cracked case along the side of the battery tube.

Event description:
Customer reported via phone call that damage on where the battery goes in all the way down . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.